Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that "surrisculation in the inlet path of the air outlet air enters". There was unknown patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, state, city, postal code, and country updated. D9 date returned to manufacturer: 11/19/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The device was found in used conditions with no cracks, damage, or leaking visible. The device worked as expected, a 2-hour long term test was performed with no problem found. There was no overtemperature alarm, and temperature settings and alarm limits were within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional and electrical safety tests.